Event description:
A caregiver raised the resident off of the bed going to the wheelchair and when at the wheelchair the right leg clip detached. The resident shifted and was caught by the second caregiver who lowered her to the chair. Please refer MFR report # 9611530-2013-00148.